Manufacturer narrative:
Reference MFR report # 2916596-2016-02024 for the patient¿s admission for suspect pump thrombus. (B)(4). Approximate age of device ¿ 1 year, 1 month. No further information was received. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had an ischemic cerebrovascular accident (cva) on (B)(6) 2016, while admitted for suspected pump thrombus. The patient's international normalized ratio (inr) was 2.2 one week prior to the ischemic cva. The patient was treated with a thrombectomy. The patient not a candidate for tissue plasminogen activator (tpa) or pump exchange due to the ischemic cva. On (B)(6) 2016, the patient was discharged to home hospice.

Manufacturer narrative:
Additional information. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Information received from the hospital personnel through email on 11/09/2016 stating that the patient presented with aphasia and left hemiparesis. The patient received thrombectomy and anti-coagulation treatment with coumadin, xaralto, and aspirin. The patient had a computed tomography of the head on (B)(6) 2016 that revealed a right posterior middle cerebral artery (mca) infarction. The patient had a rankin score of 5, with severe disability. Patient was unable to care for himself and his activities of daily living.

Manufacturer narrative:
A correlation between the device and the reported cerebral vascular accident could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.